Event description:
It was reported that the customer experienced high blood glucose levels since getting back on the insulin pump. The customer's blood glucose level was 494 mg/dl but her most recent blood glucose level was 125 mg/dl. While troubleshooting a low reservoir, low battery, off no power, and no delivery alarms were found in the alarm history. She also reported scratches on her screen. During the high pressure test, the customer received a motor error alarm. She was advised to disconnect from the insulin pump and revert to back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).